Event description:
The customer reported in a revision procedure this atrial lead was surgically abandoned (capped) due to exhibited high thresholds. It was successfully replaced by a new lead, and no adverse pt effects were reported. The lead was actively implanted for approx 7 years, 7 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.